Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
A survey respondent reported observing a suspected inaccurate spo2 reading within the past 14 days. The issue occurred on a monitor utilizing philips fast spo2 technology. The reported problem was that the ear sensor ("ohr-sensor") provided inaccurate measurements. As a troubleshooting measure, the measurement source was changed from the ear sensor to an alternative sensor site, which resolved the issue. No adverse effects or patient impact were reported as a result of the event.